Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received motor error during bolus. Customer stated drive support cap was normal and they were unsure that insulin pump exposed to high magnetic field. Customer stated in the alarm history insulin pump did not received motor position encoder error alarm. No harm requiring medical intervention was reported. Customer performed displacement test and it was failed. The insulin pump will be returned for analysis.